Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.